Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire was kinked/bent and the stent had deployed in the hub of the catheter, it was removed and was seen to be deformed. Functional inspection was not carried out as stent had deployed in catheter hub. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The as reported as well as the as analyzed events will be assigned procedural factors as this complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the stent (subject device) had difficulty advancing inside the microcatheter. When the physician tried to withdraw the delivery wire of the subject stent, it got deployed prematurely inside the microcatheter. The deployed stent was successfully removed from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the stent (subject device) had difficulty advancing inside the microcatheter. When the physician tried to withdraw the delivery wire of the subject stent, it got deployed prematurely inside the microcatheter. The deployed stent was successfully removed from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.